Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 342mg/dl, but have gone as high as 540mg/dl. It was reported that the customer was at the hospital and had the high levels, but is now at home and coming down. It was reported that the reservoir had leaked into the pump. It was reported the pump is dry and working as designed. It was reported that the pump passed self-test. It was reported that the customer was advised to call back if issues persist.